Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was brought to an emergency room due to a fall but which was not device related. Rv pacing inhibition which resulted to asystole greater than 2 seconds was observed upon device interrogation. No noise was reproduced with isometrics. Chest x-ray was done however, no indication of lead issue was observed. The patient is pacer dependent. Subsequently, an invasive procedure was performed in which the pace and sense portion of the rv lead was surgically abandoned and replaced with a new pace and sense lead. The device was explanted and replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.